Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt underwent a scheduled pump replacement. During the replacement surgery, the catheter was evaluated by attempting to aspirate from the catheter access port without success. Fluid could not be withdrawn, so the catheter was replaced. The managing physician believed the catheter had been functioning properly; there were no apparent withdrawal symptoms prior to surgery. The device used to deliver lioresal 2000 mcg/ml.